Manufacturer narrative:
(B)(6). The complaint product is available for evaluation, but has not been returned at this time to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Two med watch reports have been reported in this complaint incident (internal reference # (B)(4)). Two reports are required due to the inability to determine which of the reported lots were involved in the event. The med watch reports have been distinguished by the lot. Report # (B)(4) was in reference to the reported lot # 31066850. Report # (B)(4) is in reference to the reported lot # 31087352. It was reported that a female consumer experienced irritation during contact lens wear. The eventually sought medical attention and was diagnosed with a corneal ulcer. As of (B)(6) 2015, it was reported that the consumer was hospitalized for 15 days. It was reported that the exam result showed that the patient had an infection by acanthamoeba. It was reported that the consumer is currently using an unspecified eye drop containing "morfin" due to eye pain. The patient was treated with paracetamol and codeine phosphate, one tablet every hour, biguanide, one drop every hour, ofloxacin one drop every six hours and braline, one drop every hour. The consumer will undergo a corneal transplant. The issue did not resolve. Additional information has been requested.